Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, interference on the screen was observed resulting in the system being unusable. The customer further reported that the image disturbance ranges from a few seconds to minutes. The procedure was completed using a different glidescope titanium video cable which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The glidescope video monitor (gvm) used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the customer's returned monitor but was unable to confirm the reported image issue. Visual inspection did not identify any damage to the monitor. When connected to verathon's known, good test equipment, no intermittent loss of image was observed. The monitor passed verathon's device functionality testing. Neither the video cable nor the laryngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer was notified about verathon's evaluation findings and requested the video cable initially reported to be returned for evaluation. The customer responded that the video cable is now connected to the loaner monitor provided by verathon and it functions fine. The customer declined the option to have their video cable returned to verathon for evaluation. Verathon returned the monitor to the customer. The device information for the customer's monitor is provided in section d of this supplemental report. No further investigation is required at this time. Verathon will continue to monitor for trends.